Manufacturer narrative:
The previous event of gastrointestinal bleeding was reported under medwatch MFR report #2916596-2018-05255. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to clinic on (B)(6) 2018 for a regular visit and reported darkish stools but was taking iron supplement. The patient also remained volume overloaded. Labs showed hemoglobin (hgb) of 6.9 g/dl and hematocrit (hct) of 22.3%. The patient was advised to report to implanting hospital for blood transfusion of 2-units packed red blood cells (prbcs) due to anemia. The patient was admitted to 7hn on (B)(6) 2018 and was not on anticoagulation due to history of gastrointestinal (gi) bleed. The patient was transfused a total of 1-unit prbcs over a 24-hour period. The site of bleeding was unknown. The event was reported as ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented for a regular clinic visit with volume overload and dark stools. The patient was not on anticoagulation due to prior history of bleeding. The patient was advised to return to another center for blood transfusions. The patient was admitted on (B)(6) 2018 and transfused with 1 unit of packed red blood cells over 24 hours. The site of the bleeding was not known. The patient remains ongoing on vad support. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient had clips placed in (B)(6) 2018 and (B)(6) 2018. During current admission, the patient presented with anemia, dark stools with mixed red blood, and recent epistaxis. The center was investigating recurrent gi bleeding vs. Anemia from epistaxis. The patient underwent a capsule study on (B)(6) 2019 and the capsule was unable to reach the cecum in 12 hours. Multiple non-bleeding avms were found in the small bowel. A single balloon enteroscopy on (B)(6) 2019 found no bleeding source.